Event description:
The catheter was placed in 2003 in the emergency dept and the pt went directly to the operating room. The pt arrived at the intensive care unit at 21:30. The catheter was placed to monitor at 06:06am. The catheter was connected to the monitor by a novice nurse who did not seek guidance to connect the monitor to the device. At placement (with correct care-probe #143) date was as follows; 40% f102=100%, sao2 hct: probe was placed correctly. The following was observed; 6:05am bp 136/66 (91) hr: 84 rr:12 tympanic temp. 101.1 bto2: 53.3 body temp. 38.5. 6:50am bp 143/67 (92) hr: 86 rr: 12 tympanic temp. 101.1 bto2: 53.3 body temp. 38.3. 7:45am bp 136/67 (94) hr: 79 rr: 13 tympanic temp. 101.3 bto2: 53.0 body temp. 38.0. 8:00am bto2 was at absolute 0.0. The cables were checked and were found to be intact. The oxygen was challenged with no response noted. The vital signs were stable. Clinical examination was improved, the pt was nodding and following commands. The licox unit was discontinued the following day at 9:15am. Both probes (brain and temperature) and card were sent to central supply for sterilization. Based on the readings and on the pts clinical examination, the user facility found that the probes were malfunctioning and are returning for eval.